Manufacturer narrative:
Device evaluation attached and codes completed.

Event description:
Ivus catheter advanced over phoenix wire. Stopped just before inserted into sheath, could not advance further and could not be pulled back. Obl states they flushed catheter and wiped wire with wet gauze. Pulling, the catheter back ended up "snapping" wire. Pieces are included with catheter.

Manufacturer narrative:
A review of the device history records for the specimen device does not present any indication of manufacturing defect for an anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.

Event description:
Ivus catheter advanced over phoenix wire. Stopped just before inserted into sheath, could not advance further and could not be pulled back. (B)(6) states they flushed catheter and wiped wire with wet gauze. Pulling, the catheter back ended up "snapping" wire. Pieces are included with catheter.